Manufacturer narrative:
Initial reporter was biomed. Event site name: poplar bluff reg med ctr llc. Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the plastic ring that held the handle was cracked with missing particles and as a result handle fell off from device. When the issue occured light was not used for surgery and damage was noticed by cleaning crew, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the plastic ring that held the handle was cracked with missing particles and as a result handle fell off from device. When the issue occurred light was not used for surgery and damage was noticed by cleaning crew, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective kit handle interface axcel / pwd300 (ard367527555) was replaced and the device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during cleaning. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis; the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). It should be noted that this part is also used for volista triop and axcel range lights. Any similar breakage would have the same root cause described above. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).